Event description:
The surgeon inserted a 3-piece silicone lens model aq2010v. The lens haptic broke during insertion and the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged and a suture was needed. There were no other patient injuries.